Manufacturer narrative:
Additional information was obtained. Patients are doing well.

Manufacturer narrative:
(B)(4). Microstriae. Conclusion - on (B)(4) 2013, amo's field service engineer was onsite to perform preventative maintenance (pm). Pm was completed and system meets amo specifications.

Manufacturer narrative:
Additional narrative - customer has not provided any patient information for 15 cases. Amo's clinical development manager (cdm) determined that the root cause might be the doctor¿s lifting techniques. Cdm has asked the doctor to follow amo¿s recommended technique for lifting the flap, but sometimes the doctor is still getting flap striae due to corneal edema. Cdm recommended that amo needs to monitor of a few more sessions. Doctor is not planning for any medical intervention for all 15 patients. Patients are all recovering. As per doctor, patient is not complaining. After cdm explained the correct technique for flap lifting, the doctor did not face this problem again. Based on available facts and cdm investigations, the root cause is considered to be due to doctor¿s lifting technique.

Event description:
Customer reported 15 cases of flap folding and microstriae out of total 60 eyes treated with femtosecond laser system. Also, reported that the vision quality was not achieved as expected. Patient information was not provided by the customer. Clinical development was onsite for surgery support and saw two cases completed successfully.